Manufacturer narrative:
(B) (4). The ge service rep reformatted the hard drive and reloaded the software. The system now saves images and in the correct sequence. The system functions as intended.

Event description:
The customer reported that the images were mixed images and the system did not save the images. No pt injury was reported.